Event description:
Implanted with essure in (B)(6) 2013. Shortly thereafter, I started having severe pelvic pain, strange itchy rashes, food sensitivity, heavy periods lasting 14-20 days. By 1 year was put on and anxiety / depression meds and thyroid med even though all test results came back normal. Suffered from chronic fatigue, joint pain, swelling and bloating, constant pain, severe hair loss (and I'm a hairstylist), and heart arrhythmias, eventually my quality of life was dramatically effected. In 2016 learned that essure is 56% nickel, which I am allergic to. At the time of implantation, I was told it was titanium alloy with no nickel present. My dr insisted it can't be because of essure, even though I have an allergy to it. I went to him 7 times requesting him take them out. In (B)(6) 2017, I was supposed to have undergone surgery to remove the implants. One of the coils was embedded in my uterine muscle and the other coil was "accidentally" left behind. The symptoms all returned within a few weeks. By (B)(6), my back was hurting so badly we began a series of testing to find out what was going on. Found the other coil still there. Also diagnosed with crohn's disease in (B)(6) of this year. Believed to be from my body's inflammatory response to the metal which was poisoning me. On (B)(6) 2018. I received a hysterectomy which removed cervix, tubes and uterus as well as the remaining coil.